Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via (B)(6) that customer sometimes received a no delivery alarm and sometimes insulin pump would not alarm. Customer was not sure of reason for absence of no delivery alarm. Customer declined transfer to helpline and would call back.